Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient went to an evaluation appointment for a potential valve replacement, it was noted that the device was protruding from the skin, along with drainage. It was noted that the patient did not know how long it had been like that. The entire system was explanted. No further patient complications have been reported as a result of this event.